Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibited gel air bubbles and poor barrier separation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibited gel air bubbles and poor barrier separation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. Evaluation of the customer photos showed an unused tube with excessive bubbles in the gel at its base, but no tube deformities or poor barrier separation were observed. A total of 100 retained samples were visually inspected for poor barrier separation, gel air bubbles, and deformed tubes, with no defects found. Complaints for sample quality were not under statistical control for the month of march 2025, therefore factors that may contribute to poor barrier were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and as tubes exhibited proper fill. Bd was able to duplicate the customer¿s indicated failure mode (floating clot) because the defect was evident in the testing of the complaint lot samples. Replicates of retention samples showed a degree of the defect. All other visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles - before use based on customer photo analysis. This complaint has not been confirmed for the indicated failure modes: broken: before use and poor barrier separation. This complaint has been confirmed for the indicated failure mode: poor serum (floating clot). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibited gel air bubbles and poor barrier separation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 05-sep-2025. Investigation summary: bd received three photos and four samples for investigation. Evaluation of the photos and samples revealed an unused tube with excessive bubbles in the gel at its base, but no tube deformities or poor barrier separation were observed. A total of 100 retained samples were visually inspected for poor barrier separation, gel air bubbles, and deformed tubes, with no defects found. Complaints for sample quality were not under statistical control for the month of march 2025; therefore factors that may contribute to poor barrier were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and as tubes exhibited proper fill. Bd was able to duplicate the customer¿s indicated failure mode (floating clot) because the defect was evident in the testing of the complaint lot samples. Replicates of retention samples showed a degree of the defect. All other visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles - before use based on customer photo and sample analysis. This complaint has not been confirmed for the indicated failure modes: broken - before use and poor barrier separation. This complaint has been confirmed for the indicated failure mode: poor serum (floating clot) based on clinical evaluation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.